Manufacturer narrative:
A review of the image result files showed that negative results were obtained with all three cells of the antibody screen. Visually, cell 2 appeared equivocal. The presence of the e antigen was confirmed on retention and returned products. The customer submitted the sample used for additional testing for investigation. Positive results were obtained as expected. Customers were notified of technical communication cc-09-042-02 which advises customers to visually inspect all negative antibody screening and identification results on the echo prior to release of results.

Event description:
A customer reported obtaining unexpected negative reactions with capture-r ready-screen (3), lot r565.